Manufacturer narrative:
The customer contact indicated that the device was discarded. During the investigation, no possible causes for the customer reported separation was identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. The tubing set was to be used to deliver an unspecified medication. It was reported that during priming of the tubing set prior to pt use, a separation was noted at an unspecified location at the clave y-site of the tubing set. The tubing set was replaced and therapy was initiated. There was no reported delay of therapy critical to this pt. No medical interventions were required. No add'l info was provided.